Event description:
[Abbott ID now covid test] use for covid-19 under emergency use authorization (eua): sample was negative, sent pcr for confirmation and it was positive recently had switched to approved np swabs. Was negative on abbott ID now and pcr confirmatory test was positive. FDA safety report ID# (B)(4).